Event description:
Technician reported a system 1000 hemodialysis device switched to an unintended concentrate proportioning ratio during the device self-test before a pt was on the device. The device gave a conductivity alarm. There was no pt injury or medical intervention associated with this incident.